Event description:
A hospital has reported that the rt235 breathing circuit developed a leak within 4-5 days of use. The patient was in an isolette. A ventilator alarm alerted staff to the leak. No patient harm was reported.

Manufacturer narrative:
The hospital was unable to confirm the lot number of the circuit but had the following lot numbers on the shelves: 061121, 061127, 061218. The actual device involved in the incident was visually inspected. Results - a puncture hole was found approx 80 mm from the patient end of breathing circuit. The puncture is characterized by frilly edges and localized stretching of film. Conclusions - considering the length of time the circuit was in operation, the reported malfunction was most likely caused by external force on the expiratory limb during use. We are aware of other similar complaints involving the infant evaqua expiratory limb. The occurrence rate of this type of complaint is approx 0.023% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent recurrence. Regrettably, we were not able to meet our vigilance reporting obligations within the 30-day timeframe in this instance. This was due to this complaint and that reported on MDR 9611451-2007-00150 being received late in fisher & paykel healthcare. A new department was formed with new personnel in our us office at the beginning of the year, and unfortunately the complaint handling process during this period was not stable. All parties involved have been made aware of this issue. We will continue to monitor our complaint handling processes for effectivity.